Manufacturer narrative:
A ge oec service rep investigated the issue and found a corrupt hard drive. The hard drive was removed and replaced, and the system software re-loaded. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system was improperly shutdown and when re-booted, images could not be recalled out of the directory for printing.